Manufacturer narrative:
The memory download confirmed that the electrode pads were attached to the pt a shock was delivered. A "low battery" warning was issued and the device switched off. Three minutes later, the device was switched on again. A shock was advised and delivered but the device again issued a "low battery" warning and switched off. Two minutes later, the device was again switched on. The voltage reading on this occasion indicated that the pad-pak had been changed. The user was advised to administer CPR. This wound normally last for approximately 2 minutes but the user continued to administer CPR despite being instructed to not touch the pt. No shockable rhythm was detected and the device was manually switched off after 5 minutes which another "low battery" warning issued. The "low battery" warnings could not be replicated during testing at room temperature. The warnings were however, replicated when the pad device and pad-pak were cooled down to a temperature below 10 degrees celsius. Investigation of this complaint would indicate that the device issued the "low battery" warnings because, the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.

Event description:
The pad device was used on a pt on (B)(6) 2009. The responders applied the electrode pads to the pt's chest. The device analysed the pt's heart rhythm and advised a shock. The shock was delivered to the pt, a "low battery" warning was issued and the device switched off. This was repeated before the responders changed the pad-pak in the device. The device then operated for 5 minutes during which time no shockable rhythm was detected. The pt died.